Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the pump black box data showed no evidence of a sudden drop in the battery voltage that would indicate that an over heating occurred. During testing, the returned battery cap was unable to fully tighten to the pump but the pump was able to power up with it. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was no evidence of moisture in the battery compartment or internally. The investigation did not confirm the initial complaint about excessive pump temperature but confirmed the battery compartment damage. There was no evidence of moisture or loose components inside the pump. The power flex and components were inspected with no defects found and there was no damage observed to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.